Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient experienced heavy bleeding at all access sites. Red blood cells and fresh frozen plasma were administered to the patient. Furthermore, the pump had noted suction alarms. Volume infusion resolved the low pump issue. Support continued. Additional information noted that the patient expired after 59.13 hours of impella support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the access site bleed and the low pump flow has been completed. Many suction alarms occurred. Motor current (mc) spike observed around 1.5 hours of impella support followed by sudden drop in flow. Clinical states that patient had heavy bleeding around the same time as low flows and that volume was given which resolved the suction issue, however there is a clear mc spike with immediate drop in flows indicating biomaterial ingestion. The root cause of low pump flow issue most likely was biomaterial. The root cause of the access site bleeding most likely was patient condition related because the patient had heavy bleeding on all access sites (impella and ECMO). The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿